Event description:
It was reported the valve was explanted due to bacterial endocarditis. The valve was dehisced over 25% of the annulus and the aortic root tissue was friable. The valve was replaced with a 21 mm sjm valved conduit. Additional information has been requested.